Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volux¿ in the ¿bowtie chin from marionettes across chin.¿ the patient was concomitantly injected with ¿restylane skin booster on smokers lines and with kysse in the lips.¿ approximately two weeks later, the patient was injected with restylane lyft and defyne in the midface. About five months later, ¿skin therapist noticed skin looks a bit red around chin but no pain or swelling.¿ two months later, the patient had a non-device related sinus infection and required antibiotics. The following month the ¿filler around chin (volux bowtie) started feeling hard and lumpy.¿ one month later, the patient had another non-device related sinus infection and required antibiotics. About two weeks later, the patient received touch-up in the lips with ¿restylane kysse and did pogonion chin with lyft.¿ one week later, the hcp ¿dissolved chin and lips.¿ another week later, the hcp ¿dissolved chin and lips¿ again, and two weeks later dissolved again. Hcp stated that is ¿still lumpy besides dissolving numerous times, now a bit tender for last 5 days and looks a bit swollen on right side.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinus infection", deemed not device related, is considered an unexpected adverse drug experience.